Event description:
Profound and permanent neurological injuries ]nervous system disorder]. Nerve damage [nerve injury].severe and permanent physical injuries [injury]. Zinc toxicity [metal poisoning]. Leg weakness [muscular weakness]. Difficulty walking that necessitates the use of a walker [gait disturbance]. Case description: an attorney reported that her (B)(6) male client used fixodent denture adhesive, version unk cream beginning in 2007 through (B)(6) 2010 after using super poligrip beginning in 2005 through 2007, and reported the following profound and permanent neurological injuries, nerve damage, severe and permanent physical injuries, zinc toxicity, leg weakness, and difficulty walking that necessities the use of a walker. Health care professional was visited. Treatment: medical care and treatment and uses a walker. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.